Event description:
Complaint - due to the sterile pack not opening properly. Paper liner shredded when opened. Possibility of contaminating powder pouch.

Manufacturer narrative:
The reason for this complaint was due to the sterile pack not opening properly. This event occurred during surgery, near the patient while the agent was present. There was a 3 minute delay in surgery and the nurse reported a significant adverse event, although no outcome was attributed to the event. There was another suitable unit available and the surgery was completed as intended. Manufacture of cobalt bone cement was recently transitioned from zimmer biomet to osartis. Shipments were received from osartis beginning 13 jul 2018. Product was shipped to djo customers and consignment locations beginning 8 aug 2018. 3 customer complaints have been received in september 2018 reporting problems with the new packaging. The outer pouch of the powder is designed to tear open at the top. When the customer tears the package, they may tear the inner sterile pouch resulting in a loss of the sterility of the cement copolymer powder. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. All parts conformed to design and manufacturing specifications at the time of manufacture. No non-conforming material reports (ncmr's) were associated with this part. Due to multiple complaints being received in a short amount of time and the possibility of increased patient risk, (health hazard evaluation) (B)(4) will be performed to assess patient risk related to this issue. (Corrective action preventative action) CAPA ca-01482 has been opened to investigate root cause and determine corrective action.